Event description:
A philips field service engineer reported that the device failed the operational check test and ordered a replacement mainboard. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer reported that the device failed the operational check test and ordered a replacement mainboard. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.